Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: cause traced to component failure due to disconnection in cable unit, noise occurs and no image was displayed and due to disconnection in camera unit, the image had white dots. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the camera head exhibited noise, white dots, and no image. As well as disconnection in cable and camera unit. There was no patient involvement.